Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced high blood glucose levels due to bent in cannula of infusion set. The blood glucose level at the time of call was reported to be 403 mg/dl. It was reported that the cannula was crimped. The site of the infusion set was the abdomen. The patient was advised to replace the infusion set. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.